Event description:
My name is (B)(6). On (B)(6)2007, had bladder surgery because of a problem with incontinence. After about a week after having surgery my incontinence returned. I could not urinate after my surgery and had to wear a catheter home. I was supposed to wear until my next office visit but, was so uncomfortable I had to go back early to have it removed. It caused my blood pressure to rise. Because my first surgery didn't work I had to go back to have a second surgery on (B)(6) 2008 the old mesh patch was removed and a new one placed. The mesh patch was made by gynecare tv+ secure, j.j., lot 3077462 and gynecare secure j.j., lot 3005497. I do not have the incontinence problem now but, when I urinated I still felt like I have to urinated and sometimes a burning sensation. Having sex is uncomfortable too. (B)(4) is handling my claim. (B)(4).